Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. Although the cause of the peritonitis remains undetermined, the most likely cause is touch contamination as evidenced by the culture results of staphylococcus epidermidis, a predominant normal flora on human skin. Per the pdrn there are no product samples to return for evaluation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection a week to two weeks ago. The patient was treated with unknown antibiotics. Upon follow up, the pdrn stated that the patient had peritonitis on (B)(6) 2018. The pdrn stated that the patient was not hospitalized. Pdrn stated that the patient did have a culture taken which was positive for peritonitis. The organism was staphylococcus epidermidis taken on (B)(6) 2018. Pdrn stated that the patient was prescribed vancomycin 3000mg intraperitoneal injection for every 4-5 days for 3 weeks. Pdrn was unsure of the cause of the peritonitis event as the patient does practice aseptic technique and has not reported any fluid leaks. Pdrn stated that the patient is continuing pd therapy. There are no samples available to be returned to the manufacturer for physical evaluation.